Event description:
It was reported the patient had pain at the ipg site. The scs system was interrogated and was functioning properly. The patient was reprogrammed and the issue persisted. The patient is scheduled for a battery replacement surgery at a future date.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.